Event description:
The initial reporter alleged a discrepant positive result for a sample tested with the anti-hcv g2 elecsys cobas e 200 assay on a cobas e601 analyzer. The sample was tested at the customer site and yielded a positive result with the elecsys a-hcv ii assay. The same sample was tested on a competitor system at the customer site and yielded a negative result.

Manufacturer narrative:
The analyzer serial number was (B)(6). One sample was received for investigation; it was noted that the sample arrived thawed, and furthermore, the sample was haemolytic. The customer-reported positive result was reproduced during internal testing with the elecsys anti-hcv ii assay, yielding a reactive result of 53.0 coi. However, additional testing with the fujirebio innolia hcv score assay yielded a negative result. Based on the negative immunoblot result, the elecsys anti-hcv ii result was considered to be a false positive, potentially caused by an unknown interference. According to the method sheet, false positive results can occur as the assay specificity is not 100%. The investigation determined that the elecsys anti-hcv ii assay performed within specifications.